Event description:
It was reported that insulin gauge in pump and mobile app displayed an amount different than expected, and caller experienced a fill estimate issue even though load process had been completed. There was no reported impact to the customer¿s blood glucose level. Customer planned to monitor insulin levels, remove air bubbles, and wait for partner assistance due to blindness, and no additional information was received regarding further actions or outcome of event.